Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.9., g.2., h.3., h.6. Device evaluation: visual analysis of the returned device identified: flat creases, white particles, curved opening. Leak test and microscopic analysis was performed which identified: a curved striated opening on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.